Event description:
Customer reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, 490 mg/dl, and 159 mg/dl within 10 mins on the aviva system. Customer reported no symptoms, did not treat or act on results. A request was made for the return of the system, replacement was sent.